Manufacturer narrative:
An event regarding abnormal ion levels involving an unknown metal head was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. -clinician review: no medical records were received for review with a clinical consultant. -product history review: not performed as no lot information was provided. -complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, x-rays, operative reports, pathology as well as patient history and follow up notes are required to complete the investigation for determining a root cause. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that allegedly on or about (B)(6) 2008 the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip and was on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Reported event: an event regarding alleged abnormal ion level involving a v40 metal head was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no items were returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. Although the reported lot code is in the scope of the CAPA, the reported failure mode is not in the scope of this recall. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that allegedly on or about (B)(6)2008 the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip and was on (B)(6) 2017. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, and excessive levels of chromium and cobalt in his blood.